Event description:
It was reported that the user attempted to start a new libre 3+ sensor for use with the ilet system and experienced pairing failure, with the ilet continuing to display data from a prior sensor; guidance was provided to start the sensor by scanning through the ilet app, and later to toggle the sensor type and re-scan, after which connection was established and readings appeared as the sensor had already warmed up. Symptoms included hyperglycemia with a glucose value of 326 attributed to running without cgm connection for an extended period. Outcomes included the need for corrective dosing, with the user agreeing to proceed with corrections and monitor. Investigation included customer support troubleshooting focused on app-based sensor initiation, sensor type configuration, and re-scanning to re-establish communication. Investigation of this case revealed that the issue was related to cgm pairing and configuration rather than a pump malfunction, and that successful reconfiguration restored data flow to the ilet. It was concluded, based on previously established findings for similar reports, that user setup and pairing workflow caused the event.